Event description:
During an rf procedure, the device did not reach the desired temperature. Troubleshooting efforts added 45 mins to the case. The procedure was completed as planned with back up equipment.

Manufacturer narrative:
The device has not yet been received by the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.